Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer/patient representative. It was further reported that the patient experienced spa sticity along with the alarm. It was stated that the patient missed the refill due to a flight ban from colombia until (B)(6) 2020 it was noted that the patient was able to get baclofen pills, which had helped with the withdrawal a little bit. Information for doctors in colombia that could fill the pump were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding an unknown patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for an unspecified indication for use. It was reported the patient was in (B)(6) and the pump reservoir went empty on (B)(6) 2020. The low reservoir occurred on (B)(6) 2020. A contact in (B)(4) that could refill the patient¿s pump was requested. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a company representative. It was reported that the director of nursing at (B)(6) reported the event to them. The cause of the empty pump reservoir was due to the patient having been unable to leave (B)(6) due to the pandemic. The company representative reached out and contacted the patient and they were trying to figure out if they could help with getting the patient a refill in the closest city. The patient was going to find out if their insurance would cover the refill there. The empty pump reservoir had not been resolved. The drug in use with the pump was gablofen [500 mcg/ml] at a dose of 46.67 mcg/day. It was noted that the physician typically filled the pump with 20 cc of drug for 6 months of therapy. The pump remained implanted still and no surgical intervention was scheduled. The information was noted as having been confirmed with the physician/account.